Event description:
The consumers family member alleges the chair went "berserk" and pt fell out of the chair because it allegedly kept spinning. This allegedly resulted in two loose teeth, black eye, cut on lip, and a swollen knee.